Event description:
The customer reported that the system was frozen. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The ps2 power supply was evaluated and replaced. The system was tested and found to be working as intended and put back into service.